Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that during the troubleshooting for an unrelated alarm, the home patient (hp) noticed that the patient line of the automated peritoneal dialysis (apd) set with cassette had air pockets in it. This occurred during fill one of five of the hp¿s pd therapy on the homechoice (hc) device, while the hp was connected. Although the hp reported that they did not check the patient line that day to make sure it was fully primed, there was nothing unusual actually found during the troubleshooting that could have caused or contributed to the reported alarm. The technical service representative (tsr) advised the hp to end the therapy and start over with all new supplies. The tsr assisted the hp with ending the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.